Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including a revision on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient experienced hematuria, recurrent urinary tract infection, candidiasis, urgency, vaginal discharge, vaginal itching, vaginal burning, dyspareunia, cystocele, and hesitancy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2011 due to complete pelvic prolapse and cystocele, failed mesh in 2009. It was reported that patient underwent cystoscopy on (B)(6) 2011 due to grade iii cystocele. No additional information was provided.